Event description:
This lead was explanted and replaced due to increased impedance and a possible lead fracture. The lead was retained by the hospital. Should additional information become available, this event will be updated.